Manufacturer narrative:
On-site investigation was performed by the field service engineer. The claimed issue was reproduced during troubleshooting. Based on received information the device failed internal leakage test, pressure transducer test, safety valve test and o2 cell/sensor test during the pre-use check. According to information received in the service report, replacement of the control printed circuit board (pcb) resolved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. Control pcb contains electronics (including microprocessor) responsible for i.a. For inspiratory pressure regulation which can be used during inspiration time in any mode. The defective part was not returned for investigation despite our request. According to the information received, it was retained by the customer in accordance with their policy. The device's logs were not provided for further analysis. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to control pcb.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed several tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).